Event description:
Patient's parent contacted dexcom technical support and left a voicemail on (B)(6) 2014 to report that the sensor gave inaccurate values on (B)(6) 2014. Patient's parent did not report any injuries or medical intervention at the time of contact with dexcom technical support.